Event description:
It was reported during the pt's trial procedure, after the scs lead was implanted, the pt experienced right side stimulation. Subsequently, the lead was explanted and the physician attempted to insert another needle and a dural tear occurred which resulted in a csf leak. Moreover, it was reported, the pt has a significant amount of scar tissue due to having a prior spinal fusion procedure. It was also reported a blood patch was done and the procedure was abandoned. Additionally, the leak was resolved with the blood patch and the pt did experience headaches but they have since resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.